Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the ventral hernia event could not be confirmed. However, an investigation of the device manufacturing records was conducted by a manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The clinical investigation was performed and there was no causal relationship between the hernia and the liberty cycler.

Event description:
The peritoneal dialysis (pd) patient's home therapy manager reported that the patient was experiencing drain complications on the liberty cycler. During a follow up, the patient's medical records revealed the patient was in need for ventral hernia repair and was planning for hemodialysis. The patient was also experiencing unrelated peritonitis investigated in a separate report. The patient complained of experiencing shortness of breath. The patient was treated by removing her pd catheter, switching to hemodialysis, and pulling fluid as tolerated to alleviate her dyspnea. The patient was treated with dilaudid as needed for pain.